Event description:
It was reported via repair work order that the scale was inaccurate due to alignment/adjustment issues with scale module/pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.